Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the morning of the event, the patient was in bed while her daughter noticed her face drooping. The patient was unresponsive and half awake. Her daughter called the paramedics. They tested the patient's glucose and it was 25 mg/dl; however, her dexcom egv was 70mgdl. The patient could not confirm if she was alerted or not when the cgm was displaying 70 mg/dl. The alarm threshold was not specified. Inside the ambulance, the patient was given a glucose IV by the paramedics. After 30 minutes, the patient finally regained consciousness and was still in the ambulance during this time. She was eventually brought to a aospital and the reporter said the patient was feeling okay at the time of the report. The patient said her unspecified reading was 140 mg/dl, taken while in the hospital. The patient was not admitted and was able to go home that same day. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.